Event description:
Additional information was received that the pipeline did not open in the distal section. The pipeline was not placed in a bend when it failed to open. Additional steps taken to attempt to open the pipeline include withdrawing the device and deploying again but it still could not be opened.

Manufacturer narrative:
H3: analysis of the pipeline device (lot# b300922b300922) found the pipeline was returned stuck within the marksman catheter; inside of a sealed bio-hazard bag and a shipping box. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found opened and frayed. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 24.0cm to 33.0cm from the distal tip. Bends were found at 21.0cm to 34.5cm from the proximal end of the pushwire. No flash or voids molded were observed in the hub. No other anomalies were observed. The pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Based on the returned devices, the customer complaint was confirmed as the returned pipeline flex braid was found stuck inside the marksman catheter. The distal end of the braid was not opened due to damaged braid. In addition, the catheter was found accordioned at the distal segment. The damage to the braid on the ends is likely the results of the physician re-sheathing the device more than recommended two times. From the damages seen on the catheter (accordioning) and pipeline braid (fraying), pushwire (bending) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to deliver/retrieve the pipeline flex through the catheter against the resistance. However, the root cause could not be determined. It's possible that the damaged braid and severe vessel tortuosity may have contributed to the reported issues. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open and a marksman catheter was found to be damaged. During the treatment of c6 aneurysm, the tip end of pipeline could not be opened. Multiple deployment operations and withdrawals were attempted, it still could not be opened. After withdrawing the system, the tip end of marksman was found to be in the shape of an accordion. After replacing with another marksman and pipeline, the surgery was successfully completed. The catheter was flushed as per instructions for use (IFU). The devices were prepared as per IFU. The patient was being treated for an unruptured, amorphous aneurysm in the c6 location. The max diameter was 6mm and the neck diameter was 6mm. The distal landing zone was 3.75mm and the proximal landing zone was 3.5mm. Vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 6mm. No patient symptoms or complications were reported. Ancillary devices: 6f guiding sheath.